Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 91, 102, 101 and 95 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl; expected non-fasting blood glucose test result range is 150-170 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2020, he had a doctor's appointment due to him experiencing night sweats. Customer stated the night sweats were due to his blood sugar running high but that the truemetrix air meter was giving low results. No medical treatment was provided to the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of 119 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/28/2021 and they were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 91 mg/dl date: 05/08/20 time: 06:31am fasting result 2: 91 mg/dl date: 05/07/20 time: 07:01am fasting result 3: 102 mg/dl date: 05/06/20 time: 08:30am fasting result 4: 101 mg/dl date: 05/05/20 time: 06:35am fasting result 5: 95 mg/dl date: 05/04/20 time: 07:10am fasting